Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that the tip of the blade broke off during a myomectomy and thyroid removal. Unknown if the piece was retrieved. No other information available. Unknown if the device is being returned.